Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was around 120 mg/dl. The customer continued to use current pump for insulin therapy.